Event description:
Related manufacturer reference number: 2017865-2022-21504. It was reported that patient presented in clinic for routine follow-up. Upon interrogation, it was found that patient's atrial lead exhibited loss of capture and loss of sensing. It was further noted from fluoroscopy that patient's atrial and right ventricular lead was dislodged due to twiddles. Both leads were explanted and replaced. The patient was stable.